Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD)delivered an inappropriate shock due to an episode that started in the monitor only zone and accelerated to the ventricular tachycardia (vt) zone where detection enhancements were not available. To date, there have been no adverse patient effects reported.